Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for analysis; therefore, the event cause could not be determined.

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil could not detached after it was in position. The coil was removed from the patient and the procedure continued. No further information was available.